Manufacturer narrative:
Replaced electronics unit and the power switch to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during patient use, unit stopped ventilating and monitor switched off. There was no reported patient injury.